Manufacturer narrative:
Maud watch: 5071933.

Event description:
It was reported that a patient was rushed to the hospital due to heart rate fluttering. Possible cause of death is cardiac arrest. There is no known allegation that this product caused or contributed to the patient¿s death. No further information is available at this moment.